Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 reported device is not marketed in the us; however, similar hf surgical forceps are. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Surgeon received a burn to the right index finger (pin-prick sized) as the result of electrocution from monopolar forceps. The surgery was taken over by another surgeon, no patient injury or hazard noted. The surgeon has fully recovered with no complication. Cable in use: (B)(4) / monop.cable8mm valleylab 5mm jack / lot number not reported.

Manufacturer narrative:
Received a complaint about a malfunction of a monopolar forceps. The instrument electrocuted surgeon's hand during a procedure, the surgeon received a small pin-prick sized burn. According to the available information, there were no negative consequences for the patient. Temporary damages that will heal fully and will most likely not negatively influence the surgeon in the future. The monopolar forceps have two electric punches. Furthermore several scratches and signs of wear and tear all over the instrument and visible. The forceps was analyzed by the quality insurance department and the production department. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of the investigation, the root cause of the failure is most probably related to an inexpertly handling or an insufficient maintenance of the device. According to the statements of the quality insurance department and the production department, the forceps do not conform to the delivery status anymore. The scratches are most likely a result of the inexpertly handling, during use or during the preparation process. According to sop sa-de13-m-4-2-01-010 a CAPA is not necessary. The failure mode is not considered in the risk analysis and must therefore be adjusted by (B)(4).